Event description:
It was reported that the pt experienced a loss of therapy. No device troubleshooting was noted to be performed. The pump was replaced. No pt outcome was reported. The pump contained dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.